Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a bilateral total hip arthroplasty on (B)(6), 2002. Patient's legal counsel reports patient allegations of pain, loss of range of motion, fluid build up and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6), 2010. The modular head was removed and replaced. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6), 2010 right hip revision operative report noted the revision was due to pain and a loose acetabular cup. Operative report further noted fretting at the trunnion and a medial defect. The modular head and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2014-01462 / 01465).

Event description:
Legal counsel for patient reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2002. Patient's legal counsel reports patient allegations of pain, loss of range of motion, fluid build up and metallosis. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2010. The modular head was removed and replaced. There has been no reported left hip revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.